Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.505.003, lot: 8145551, manufacturing site: selzach, supplier: diener ag precision machining, release to warehouse date: march 06, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the shaft for 90 screwdriver was returned and received at us customer quality (cq). Upon visual inspection, spring component was observed to be broken and the broken spring coil fragments were freely moving on the inner shaft. No other issues were observed with the returned device. Functional test: during the functional test, an attempt to disassemble the inner shaft was failed due to the device received condition of spring broken. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed shaft complete investigation conclusion: the complaint condition was confirmed for the shaft for 90 screwdriver. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: dzj, dzi. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the sterile processing department could not get the 2 pieces of the 90 degree screwdriver apart. The devices worked fine during the surgery. Procedure was completed successfully and with no patient consequences. This report is for one (1) shaft for 90° screwdriver. This is report 1 of 2 for complaint.